Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Event description:
It was reported that the pump exhibited cassette not attached properly alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 22-jul-2022 via email and attached to complaint object: issue found during testing? No patient incident. Corrected data: h4: correction: device manufacturing date: 22-jul-2019.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120